Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three photos were received and evaluated. Two sealed packages containing 1ml ll syringes were presented in the photos. Both syringes were observed to have barrel damage around 0.6-0.7ml markings. One syringe had damage affecting scale marking causing missing print and one syringe had damage outside the scale marking. The damage had appearance of an indent in the barrel wall. The damage observed was rejectable per product specification. Potential root cause for the barrel damage defect is associated with the assembly process. The parts appeared to have been damaged by the tooling in the assembly machine. No corrective actions are necessary based on the defective rate identified. Batch 0318209 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the barrel damage defect is associated with the assembly process. The parts appeared to have been damaged by the tooling in the assembly machine. The aql for damage at assembly is 0.65%. The defective rate identified is 2 out of 302,400, which is 0.0007%. No corrective actions are necessary based on the defective rate identified. Batch 0318209 is considered in compliance with our product specification requirements.

Event description:
It was reported that 2 bd 1ml syringe luer-lok¿ tips experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: while checking bd plastipak syringes 1 ml, 2 syringes were broken on the side. Has the product been used on patients? -no. Is there an increased risk for the patient or user when using the product that is the subject of the complaint? -yes.